Event description:
It was reported that patient felt stimulation in the wrong location. The stimulation was felt more for and during bowel movement (bm) not for urinary. The patient indicated following an implant they never had therapeutic effect and was experiencing loss of bladder control and retention. It was indicated that the neurostimulator had not been checked since 8 months ago. It was noted that the location of the patient symptom was in the perineum.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va06j7j, implanted: (B)(6) 2013, product type: lead. (B)(4).